Event description:
It was reported by repair work order that the bed exit was not alarming at the bed due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed exit was not alarming at the bed.

Event description:
It was reported by repair work order that the bed exit was not functioning due to a malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.